Manufacturer narrative:
The investigation could not determine a specific root cause. The provided calibration, quality control and performance testing data did not indicate any reagent or system issue. The results were not reproducible. The patient was not harmed by any action taken.

Manufacturer narrative:
The total psa reagent lot number was 163492. The free psa reagent lot number was 165433.

Event description:
The user received questionable total psa (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one sample from a patient born in (B)(6). The initial results from a sample in a cup processed by the modular preanalytic system (mpa) were a total psa of 7.29 ng/ml and a free psa of 4.54 ng/ml. These results were reported outside the laboratory. On (B)(6) 2012, the same sample was retested and the total psa result was 1.2 ng/ml and the free psa result was 0.24 ng/ml. On (B)(6) 2012, a new sample from the same patient was tested and the total psa result was 1.08 ng/ml and the free psa result was 0.213 ng/ml. The patient was not adversely affected. The total psa and free psa reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).